Event description:
Reported as "original lapband port had fractured along tubing. Evidence of wear point noted on port that has been sent with this report".

Manufacturer narrative:
The product associated with this report has not yet been returned. Based on the implant date provided by the reporter, at this time, pending add'l info and device return, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."